Manufacturer narrative:
(B)(4) initial emdr submission. Device problem code: a020101 patient problem code: f24 no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported by the customer that they have performed 2 lumbar punctures in the past 24 hours and have noticed that the new needle (with the black tip) is extremely dull and takes a lot of muscle and pressure to be able to poke through the skin. It almost cannot go through the skin at all. This seems unsafe to have to apply that much pressure, and customer noted that the needle was bent from the amount of force needed to obtain the puncture. Verbatim: I have performed 2 lumbar punctures in the past 24 hours and have noticed that the new needle (with the black tip) is extremely dull and takes a lot of muscle and pressure to be able to poke through the skin. It almost cannot go through the skin at all. This seems unsafe to have to apply that much pressure, and I noted that the needle was bent from the amount of force needed to obtain the puncture.